Event description:
It was reported that, "pt reported sharp pain when being moved. Had x-ray on 6/5 showing dislocation. On 6/26 pt had surgery to revise."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.